Event description:
Medtronic received information that during priming, a leak was observed from the side seam of the heat exchanger in this affinity oxygenator. The oxygenator was changed out with no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout oxy or ports. Blood side pressure integrity testing was performed at 3 l/min. With 23 psig of back pressure for 10 min. During the test there was a leak observed from the side seam of the heat exchanger. Conclusion: the leak from the seam of the heat exchanger was confirmed through testing of the returned product. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. It was also noted that this device was used in (B)(6) 2013, 15 months past the expiration date. The manufacturing date was (B)(6) 2010 and the use by date was january 31, 2012 the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.